Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported being unable to obtain readings due to the freestyle libre 2 reader not powering on with button press and test strip insertion. Replacement product was ordered, however due to a delivery delay, the customer was unable to monitor glucose levels and experienced hypoglycemia and incoherence. Customer had contact with an hcp and was treated with a "glucose tab and sugar shot". There was no report of death or permanent injury associated with this event.